Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) shock impedance measurement had gradually increased, measuring greater than 200 ohms. There was no noise visible in the three vectors during ambulatory troubleshooting. In the last year, the patient had lost 22 pounds. X-ray imaging and data were provided for review, boston scientific technical services observed elevated impedance and an oscillatory trend ranging between 150 to 235 ohms. Due to the patient weight change, technical services observed a change in the system position, especially regarding the location of the electrode. Suggestions were made to the healthcare professional to relocate the system to improve system position, to confirm a good shock vector, with a lower shock impedance and ensure therapy is guaranteed for the patient. Additionally, the patient had underwent an unknown surgery yesterday and therapy was disabled for the procedure since the physician used electrocautery. No adverse patient effects were reported. Additional information was provided, it was reported that the patient was hospitalized for evaluation and x-ray imaging were taken. The imaging suggested that the electrode was not in correct place. Subsequently, this device and electrode were explanted and replaced. No additional adverse patient effects were reported. The device and electrode are expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) shock impedance measurement had gradually increased, measuring greater than 200 ohms. There was no noise visible in the three vectors during ambulatory troubleshooting. In the last year, the patient had lost 22 pounds. X-ray imaging and data were provided for review, boston scientific technical services observed elevated impedance and an oscillatory trend ranging between 150 to 235 ohms. Due to the patient weight change, technical services observed a change in the system position, especially regarding the location of the electrode. Suggestions were made to the healthcare professional to relocate the system to improve system position, to confirm a good shock vector, with a lower shock impedance and ensure therapy is guaranteed for the patient. Additionally, the patient had underwent an unknown surgery yesterday and therapy was disabled for the procedure since the physician used electrocautery. No adverse patient effects were reported.additional information was provided, it was reported that the patient was hospitalized for evaluation and x-ray imaging were taken. The imaging suggested that the electrode was not in correct place. Subsequently, this device and electrode were explanted and replaced. No additional adverse patient effects were reported. The device and electrode are expected to return for analysis.it was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) shock impedance measurement had gradually increased, measuring greater than 200 ohms. There was no noise visible in the three vectors during ambulatory troubleshooting. In the last year, the patient had lost 22 pounds. X-ray imaging and data were provided for review, boston scientific technical services observed elevated impedance and an oscillatory trend ranging between 150 to 235 ohms. Due to the patient weight change, technical services observed a change in the system position, especially regarding the location of the electrode. Suggestions were made to the healthcare professional to relocate the system to improve system position, to confirm a good shock vector, with a lower shock impedance and ensure therapy is guaranteed for the patient. Additionally, the patient had underwent an unknown surgery yesterday and therapy was disabled for the procedure since the physician used electrocautery. No adverse patient effects were reported. This device and electrode remain in-service.